Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Patient code: removed code for medical device removal and surgical intervention and replaced with device revision or replacement.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. There are no allegations from the ppf. After review of medical records, the patient was revised due to an unknown reason. Doi: (B)(6) 2010 (cup and 1 screw); doi: (B)(6) 2016 (liner, head and proximal body); doi: (B)(6) 2017 (1 screw); dor: (B)(6) 2017 (left hip).